Manufacturer narrative:
Concomitant medical devices: product ID: 439888 lead implanted: (B)(6) 2016.

Event description:
It was reported that the device was replaced due to congestive heart failure combined ventricular pacing induced left bundle branch block (lbbb). It was also reported the patient experienced chest tightness, dyspnea and general weakness. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.